Event description:
A report received from the USA stated that an 840 ventilator experienced a screen block error. There was no reported patient involvement at the time the event occurred. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) touchframe. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).